Event description:
It was reported that eight days prior to report the patient was hospitalized due to their parkinson¿s disease symptoms getting worse. It was stated that when the patient¿s implantable neurostimulator (ins) was interrogated, a power on reset (por) status was revealed. It was further stated it was found the ins had ¿automatically reset to zero amplitude and output off.¿ it was noted that the ¿longevity status was ok.¿ it was reported the ins battery voltage was at 3.76 volts at that time and all impedances were within the normal range. It was stated the patient¿s parkinson¿s disease symptoms improved immediately when the ins was turned on and the program restored. It was further reported that on the morning of report, the patient¿s ins indicated it was ¿off¿ once again when the patient went back to the hospital for an ins check. It was stated the ins had returned to a por status again. It was noted the patient returned home after the ins was turned on and their program was restored. It was reported the day after the report a manufacturer representative went to the patient¿s house to check for a source of electromagnetic interference (emi), but no emi exposure sources were found. It was noted the patient¿s outcome at the time of report was that they would be further managed ¿for possible permanent disabilities.¿ a supplemental report will be filed if additional information is received.

Event description:
Additional information reported that on the morning of 2014 (B)(6), the patient¿s ins returned to a por state again. It was stated, the patient went to the emergency room at that time. It was noted that the patient¿s ins was then turned on and their parameters were set up. It was reported that a week later the patient¿s ins was explanted and replaced.

Manufacturer narrative:
(B)(4). Device analysis: analysis of the implantable neurostimulator (ins) found that ¿the output of the ins decreased when pressure was applied to the ins can.¿ it was additionally found that ¿the b+ battery bond wires were broken on the battery side.¿

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.